Manufacturer narrative:
The subject telescope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported lens dark/cracked. The lens was found broken inside the optical system and the distal end fibers are scratched. The inspection also found the rigid out tube is bent and dented, there are distal end fiber breakage and minor scratches on the eye piece funnel. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use

Event description:
Olympus was informed that the customer ultra telescope has a lens defect, ¿lens dark, cracked¿. The customer reported defect was found at inspection before use. No death, injury or harm has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defects could not be identified, it was determined that the broken lens was likely caused by excessive force during use by the customer. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.